Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
The distal tip of the neuron was found flattened in the unopened package.